Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated blood glucose due to the infusion set connector becoming twisted and the cartridge not being fully seated in the ilet pump, leading to hyperglycemia over 400 mg/dl; after the patient and spouse replaced the set and ensured proper cartridge and connector placement, blood glucose returned to range and subsequently dropped to 65 mg/dl, which was treated with oral glucose tablets. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem with improper or incorrect procedure involving the cannula/connector interface, with no intrinsic device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.